Event description:
After the evar, the final angiogram showed a type 1 proximal leak. The physician ballooned again and the leak was less, but still present. Due to not wanting to go back in, the physician placed another manufacturer's stent right on this day. After the placement of the other manufacturer's stent, the leak was definitely better but the leak could possibly been a type 2. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.